Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, red particles on the surface of the shell, crease fold, dark ring. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is a striated edge broken on anterior and radius side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to concern with the product". Healthcare professional additionally reported left side "hole non specific". Device has been explanted.